Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination observed no damage to the tip. It was noted that the 6 mm of the proximal end of a blade and blade pad had lifted from the balloon. All other blades were present and fully bonded to the balloon surface. During analysis, the device was attached to an inflation device. The device was able to be inserted through the introducer sheath without issue. Positive pressure was applied when a leak was noted to be coming from a longitudinal tear with a small circumferential tear in the balloon material. The tear was identified at 5 mm proximal to the distal end of a blade for a distance of 1.5 mm proximally. The tear was not a complete circumferential tear and extended approximately 1.5 mm over the balloon material. As a result none of the balloon had detached. The device was deflated and removed through the sheath without issue. A visual and tactile examination found no kinks or damage along the shaft of the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: caution: use only a 7f (2.33 mm) or larger introducer sheath". However, during the procedure this device was used with a 6f introducer sheath." (B)(4).

Event description:
It was reported that there were deflation issues and difficulty removing the device. The moderately tortuous target lesion was located in the popliteal artery. Vascular access was obtained through contralateral approach. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected to treat the target lesion. During procedure inside patient, on 3rd inflation at 10atm, it was noted that the balloon ruptured. The balloon was not able to fully deflate thus, resistance was encountered upon retracting the device through a non bsc sheath. The device was then removed from the patient's body and was removed from the sheath. It was then noted that a blade was accordion. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there were deflation issues and difficulty removing the device. The moderately tortuous target lesion was located in the popliteal artery. Vascular access was obtained through contralateral approach. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected to treat the target lesion. During procedure inside patient, on 3rd inflation at 10atm, it was noted that the balloon ruptured. The balloon was not able to fully deflate thus, resistance was encountered upon retracting the device through a non bsc sheath. The device was then removed from the patient's body and was removed from the sheath. It was then noted that a blade was accordion. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.